Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with infection at the generator site about a month after initial implant. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
New information was received that the patient underwent an explant. Device evaluation is not necessary because the reported event was determined as not related to vns therapy.